Event description:
Patient had a left total hip (B)(6) 2013, patient did well for a year then began to feel pain in hip, x-rays indicated that psl shell may be loose, nothing grew from cultures, determined cup aseptically loosened, revised cup to tritanium revision shell to fix the problem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned for analysis. Medical records indicated that insufficient information was received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
Patient had a left total hip (B)(6) 2013, patient did well for a year then began to feel pain in hip, x-rays indicated that psl shell may be loose, nothing grew from cultures, determined cup aseptically loosened, revised cup to tritanium revision shell to fix the problem.